Event description:
This lead was attempted on implant on (B)(6) 2013 but could not get better thresholds or position. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).